Event description:
Patient presented to the physician with pain at the chest radiating to the shoulders. Physician examined the chest incision site and determined the patient had developed a hematoma. Physician brought the patient into the operating room, evacuated the hematoma, and closed the site. Physician placed the patient on IV antibiotics. Patient presented back to the physician with recurring hematoma at the chest incision site. Physician brought the patient back into the or, removed the ipg, performed a washout procedure with antibiotic solution and saline, placed the ipg back in the pocket, and closed. Physician admitted the patient and placed them on IV antibiotics.